Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that shock electrocardiogram is flatline sometimes. When rv shock occurs, the shock electrogram is flat. They may consider programming the rv lead less sensitive.? The following physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).